Event description:
It was reported that the patient had no pain relief since being implanted. A catheter dye study was attempted. It was not possible to aspirate from the pt's catheter. The catheter was removed and replaced. There were no obvious kinks in the catheter noted. The medication used in the pt's pump was dilaudid at a concentration of 0.2 mg/ml and a dosage of 0.02 mg/day. The pt recovered without sequela. No further details were provided at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4): the device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.